Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (half empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was closed (the original wing cap was not handed over by the customer). Further on, we detected liquid at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. The pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 2 ml/h, actual: 3.0 ml in 1 h; 5.2 ml in 2 hrs; 47 ml in 25 hrs. A fast flow (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and there is no such defect encountered during in-process and at final control.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump emptied too fast. Emptied after 24 hours instead of 48 hours. Filled with morphine (500mg in 100 ml).